Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason for explant was refractive surprise and lens rotation. The iol was exchanged for advanced technology intraocular lenses (atiol) 14 days following the initial implant procedure. Additional information has been requested and received stating the iol was exchanged for same model different toric and different diopter company lens with no patient harm.